Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had numerous no delivery alarms and motor error alarms on the insulin pump. The customer's blood glucose level was 180 mg/dl. Customer stated that both the alarms occurred while priming and blousing. Customer was unsure if insulin went through. Customer was assisted with clearing the alarm. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised to allow the bolus delivery to complete before accessing the sensor glucose graph. Customer reported that they are unable to rewind the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.